Event description:
The pt had an open sigmoidectomy procedure in 2009. The anastomosis was created with the car device. During device deployment, the red cutting handle could not be activated and another device was used.

Manufacturer narrative:
No corrective or remedial actions were taken due to the following: - this is the first time a malfunction of this type has been reported to us. - the information we currently have is based only on a limited information that was filled out by the site using an electronic platform. We could not receive any additional information despite our repeated requests. - the production history file of the device was reviewed and found to be in order and the device was found to be released according to its specifications. - the device was not received for evaluation therefore, it could not be determined whether the event was due to a malfunction or due to improper use of the device.